Event description:
The mirror seemed to come unglued and fell into a patient's mouth. The mirror was retrieved and there was no patient injury reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.